Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited oversensing due to myopotential oversensing. Lead breakage was suspected. No intervention was performed. No patient consequences and patient will continue to be monitored closely.